Event description:
Boston scientific received information that this right ventricular lead was explanted due to alleged lead fracture. It was also reported this led to innapropriate shocks being delivered. During the procedure, it was determiend the patient no longer required therapy, therefore the competitor device and all the leads including this right ventricular lead were removed from service. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual analysis confirmed that the rate/sense conductor coil was fractured 235 millimeters from the terminal pin. Detailed analysis revealed all of the fracture surfaces showed evidence of fatigue with only small areas of overload if not obscured by mechanical damage indicating high cycle, low stress fatigue of the coil. No further testing was performed.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.